Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon resection, while being applied on the tissue during anastomosis, the stapler cut but did not deploy staples. An incomplete staple line distally was also reported. Hand sewn anastomosis/colostomy was performed to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device and two unknown reloads. A visual inspection of the returned photo noted the egia60amt reload was fully fired. The other two reloads were obscured. No other visual abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.